Event description:
The needle could not be retracted. The report received indicated that during a percutaneous procedure, the physician was using an outback catheter to treat a total occlusion in the distal left superficial femoral artery (sfa). Contralateral approach had been chosen for the procedure and it was indicated that the occlusion required pre-dilation as well as three attempts to cross the lesion. While rotating the device, some resistance was encountered and to get the device to move, the device required additional torquing. Then the physician encountered difficulties and the needle could not be retracted, multiple actuations of the needle were done while rotating the device clockwise and counterclockwise, which was able to be, rotated more than 360 degrees. Retraction was difficult only maintaining the wire in the distal vascular bed, after multiple rotations of the outback, the device was successfully retracted over the wire with an exchange guidewire. Observation upon final removal of the device revealed that the needle was still intact, but was exposed and had turned 180 degrees so that the curvature was facing the tip of the device. Since, the needle had turned back toward the shaft of the outback, it was possible to remove the device without scraping the vessel. The device was removed and the vessel was dilated with ballooning and eventually stenting with a smart stent was performed. Final outcome was good with no adverse event or injury to the patient. Prior to use, the device was properly prepped, actuation of the needle was done twice, the needle actuated perfectly outside the body and was placed in one single loop when not in use.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt.